Event description:
The patient reported that, while changing the insulin cartridge of her infusion device, some insulin spilled into the cartridge chamber of her insulin infusion device. The patient was instructed to disconnect from her device, remove the cartridge and battery, and turn the device upside down to dry out. The patient stated she would switch to her backup infusion device. The patient said she was new to this infusion device and was experiencing some difficulty in changing the cartridge. She was advised that a trainer could be sent out to assist her with this procedure, but the patient declined the offer. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.